Event description:
The following problem was discovered at the mfg site of philips medical systems -nm (pms-nm). Problem details: during the mfg process, a gemini system pt table upper pallet had cracked when it was subjected to load less than the maximum acceptable table weight limit (450lbs). This issue has not been reported in the field.

Manufacturer narrative:
A product hold was implemented by (B) (4) on 01/14/2009. The pallet supplier conducted load tests on 3 different pallets (2 with suspected defects). The test results were as follows: pallets with the suspected defect, cracked when subjected to the maximum pt load (450lbs). Pallet without the suspected defect, did not distort or crack when it was subjected to the maximum pt load (450lbs). The supplier recently introduced a shop aid that was incorrectly implemented. That is, excessive material may have been removed during the finishing operation, which may have led to a thinning of the pallet's structural composite layers. The removal of certain composite layers may reduce the load-bearing capacity of the table pallet. This defect may lead to pallet cracking, subsequently breaking, and causing potential serious injury to the pt. (B) (4)